Event description:
User was lifting a sharps container from their secondary transport bag and felt a stick. Upon examination of the sharps container a puncture hole was noted. The device was returned to the MFR, who evaluated its wall thickness and found it to be within spec. The MFR also found bent needles in the 3/4 full container which they felt indicated that the user had applied force in depositing the needle. The MFR sent a safety kit for inservicing and samples of larger containers for trial. The facility was pleased with their handling of the incident.